Event description:
Complainant alleged that during the perofrmance of a scheduled cardioversion on a pt, the device would not discharge the energy, and the screen displayed a "release shock" message and a voice prompt of "release shock button" was given. The clinicians then obtaiend another device and successfully completed the procedure. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.